Manufacturer narrative:
Patient/family information was not provided. Product information was not provided, so manufacture date could not be determined.

Event description:
The advocate implicated the contour next link 2.4 as the reason her husband went to the hospital. His meter and insulin pump were not communicating, and because the advocate had to manually administer both insulin and glucagon to stabilize his glucose, his level became too low. He was taken to the hospital where he was treated further with insulin and glucagon until he became stabilized. The call ended before further information could be provided. The meter was not expected to be returned for evaluation. Product was not replaced.